Manufacturer narrative:
As no further information is expected, this investigation is complete. This report will be updated should further information become available.

Event description:
It was reported that this pacemaker and another manufacturer's lead exhibited fluctuations in impedance measurements, however all measurements remained within normal limits. After follow up in clinic, the variable measurements were attributed to a lead to header connection issue. The lead was reprogrammed to unipolar pacing and remains in service. No adverse patient effects were reported.